Event description:
The customer reported that the system made a popping noise and then shut down without user input. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The reported problem could not be duplicated. The circuit breakers were reset and the fuses were checked. The system was tested and operates as intended.